Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the ge clinical engineer reported that the unit was making a grinding noise when running. Since the event occurred during preventative maintenance, there was no delay or pt involvement.